Event description:
A customer contacted beckman coulter (bec) reporting that while performing maintenance on the unicel dxc 600 pro synchron chemistry analyzer carbon dioxide (co2) electrode, the customer observed liquid on the reaction wheel cover. The volume of the leak was 1.0 ml and was contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting the issue and discovered that the tubing was loose at the top of the modular chemistry (mc) sample probe which caused the fluid leak. The customer tightened the tubing connection and no further leaking was observed. Service was not dispatched since the customer resolved the issue. Bec identifier for this report is (B)(4).